Manufacturer narrative:
No rewind anomaly noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 130 noted during testing, however noted in trace download analysis due to moisture damage. During visual inspection, found motor and electronic stack moisture damage.

Event description:
The customer reported via phone call that their insulin pump was automatic rewind and was is beeping and it shut off. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. Customer stated that troubleshooting was performed for reservoir and tubing process. The product will be returned for analysis.